Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system was producing unsustained low flow hazards on (B)(6) 2018. The patient reported to the emergency department due to hemoglobin (hgb) of 6.6. Hgb check on arrival was 6.6. The patient reported no shortness of breath. The patient was admitted and transfused 2 units of packed red blood cells with stabilization in hgb. Gastroenterology (gi) was consulted and an esophagogastroduodenoscopy procedure demonstrated arteriovenous malformation in the stomach and jejunum s/p argon plasma coagulation (apc). Per gi recommendations, octreotide was restarted. Hydralazine was stopped and a low dose lisinopril was initiated. No additional information was provided.